Event description:
A user reported that, while running release 3.0 software on the co's focus rtp system, he noted that the valve used for txr0 did not change when user changed machines, energies or patients. This happened 0nly in irregular field point dose calculations using the clarkson algorithm. The problem was obvious and no patients were treated.